Event description:
A malfunction alarm was reported by the customer, but the exact serial number of the pump was not known. There was no adverse impact to the customer¿s blood glucose level. Technical support asked the customer to provide a photo of the back of the pump to assist in locating the serial number.